Manufacturer narrative:
The pump power up properly after battery installation and it was received with operating currents within spec. No unexpected low battery alarms noted. The pump passed prime/ compromised force sensor test, excessive no delivery test and displacement test. However, the pump alarms motor error during basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. Analysis was unable to verify excessive no delivery alarms due to motor error alarms. The pump was received with cracked case at display window corners and a minor scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had low battery alert less than a week and no delivery alarm. The blood glucose at the time of the incident was 324 mg/dl. The customer was having issues with the batteries not lasting. The customer states after inserting a new battery she would need to change it. Troubleshooting was not able to resolve the issue. The pump alarmed no delivery, but was unable to troubleshoot because the customer did not have supplies to complete the troubleshooting. The customer also declined to troubleshoot for the high blood glucose. The device will be returned for analysis.